Manufacturer narrative:
Concomitant product: a progreat - (terumo) and enpower dcb /cable (lots unknown) were used for this procedure. (B)(4). Complaint conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance between the presidio and the microcatheter and the premature coil detachment in the microcatheter could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, the concomitant non-codman microcatheter or procedural factors may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a sphenopalatine artery, the physician experienced resistance while inserting the presidio (pc418124030/c14275) into the terumo microcatheter. The physician attempted to recover the coil, but the microcoil prematurely detached inside the microcatheter. Thus, the microcatheter was also withdrawn from the patient. The bore of the microcatheter was compatible with the complaint presidio, and prior to the event, another presidio 18 (lot unknown) had been successfully inserted into the microcatheter. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The complaint product has already been discarded. No further information was available.